Event description:
Metal shavings appeared in the joint when the blade was inserted into the joint and turned on but before any tissue was resected. Surgeon stated he felt that debris, remaining from the manufacturing process was the possible source of the shavings. Surgeon flushed joint of as much as possible but some metal debris remained. Surgeon concerned and upset as he cannot take an MRI of this patients wrist in the future.

Manufacturer narrative:
(B)(4).